Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total gastrectomy procedure and second firing, the operation sounds were observed to be louder than other handles. After connecting a reload for the third firing, the nurse found that the display was not on. The reload was removed and the buttons of the handle were pressed but the display remained completely black and did not work. The green buttons on both sides were pressed for 10 seconds but the handle did not start up and it was generating heat. The handle was set back to the charger but it did not turn on. A spare handle with a new shell was used with the same adapter. There was no patient injury.

Event description:
According to the reporter, during a laparoscopic total gastrectomy procedure, during the second firing, the operation sounds were observed to be louder than other handles. After connecting a reload for the third firing, the nurse found that the display was not on. The reload was removed and the buttons of the handle were pressed but the display remained completely black and did not work. The green buttons on both sides were pressed for 10 seconds but the handle did not start up and it was generating heat. The handle was set back to the charger but it did not turn on. A spare handle with a new shell was used with the same adapter. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. The electronic device-use logs were available. A review of the system logs showed that ends abruptly with no re-start command of any kind. At the next initialization, the system clock reset and the battery charge level was reduced. This indicated the power had been interrupted. It was reported that the power pack shut off and the device lost functionality, and also the device produced an abnormal amount of heat. An associated device issue was confirmed. The root cause for the unanticipated loss of device function was identified as being an exposure to an unanticipated electrostatic discharge (esd) event prior to procedural use. Device enhancements are being evaluated to minimize the potential device susceptibility to esd. It was additionally reported that the device gave unexpected or uncharacteristic audible feedback of normal use. An associated device issue could not be confirmed. The most likely root cause could not be established from the information available. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. The electronic dev ice-use logs were available. A review of the system logs showed that ends abruptly with no re-start command of any kind. At the next initialization, the system clock reset and the battery charge level was reduced. This indicated the power had been interrupted. It was reported that the power pack shut off and the device lost functionality, and also the device produced an abnormal amount of heat. An associated device issue was confirmed. The most likely root cause was traced to device design. Internal process improvements have been initiated to mitigate this issue. It was additionally reported that the device gave unexpected or uncharacteristic audible feedback of normal use. An associated device issue could not be confirmed. The most likely root cause could not be established from the information available. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.